Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital due to a dialysis issue. A delivery driver reported that no one answered the door for a 7/2 delivery. As a result, the patient was placed on delivery hold. The pd nurse (pdrn) was contacted and stated the patient doesn't need the 7/2 delivery. The patient might be changed to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 with complaints of abdominal pain. The patient was admitted with a diagnosis of peritonitis. The patient had pd effluent cultures obtained which resulted in the growth of yeast (no organism provided). No information pertaining to the patient¿s antibiotic regimen was available. The patient had her pd catheter (not a fresenius product) pulled during the hospitalization. The patient permanently transitioned to in-center hemodialysis (hd). The patient was discharged from the hospital on (B)(6) 2024. The cause of the peritonitis was attributed to the patient¿s lack of hygiene in the home. The patient had been warned several times about cleaning certain areas of the home so as not to contaminate the pd catheter or the connections during treatment. The pdrn stated this was an ongoing issue with this patient.